Event description:
It was reported that the device was explanted after an implant duration of approximately 8.8 months. On 04/22/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. Per the operative report of (B) (6) 2010: it took several hours to be able to expose the heart enough to reach the valve. The valve itself was obviously insufficient, which seemed to be retracted of the leaflets. The valve was replaced and the ring was obviously removed and we preserved the whole posterior leaflet, and the anterior leaflet was transected, but the chordae were resuspended.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received on 04/22/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.